Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and had caused muscle stimulation to the patient. The lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.